Event description:
The customer reported to beckman coulter (bec) that there was a leak on the coulter lh 750 hematology analyzer. The volume of the leak was a few ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protection equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the tubing on vl57a (probe/needle drain vacuum) that goes to ff#77 (feed through fitting) was leaking blood. The fse replaced all tubing on vl57a that goes thru to ff#77 that fixed the leak. Failure mode was related to tubing on vl57a that goes to ff#77 was leaking blood. (B)(4).